Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 450 mg/dl and diabetic ketoacidosis. Prior to going to the ER, the customer administered correction boluses to address the bg level. At the ER, customer was treated with intravenous fluids of insulin, saline, and nausea medication. The customer was released from the ER 10 hours later with the issue resolved and no permanent damage. Reportedly, a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. The customer continued to use the pump for insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended.